Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. (B)(4). The subject device was implanted; however, a small portion of the device was not implanted due to the reported breakage. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the patient¿s initial surgery on (B)(6) 2016, for implantation of two-level transformational posterior atraumatic lumbar (t-pal) spacers with pedicle screws and rods construct at l4- s1 disc levels, a fragment of the t-pal implant broke off at the l5-s1 position. While the surgeon was instrumenting at the l5-s1 level the trial spacer was removed and the implant was introduced. The spacer was difficult to maneuver into place and required a significant amount of force to satisfactory turn the implant. After surgeon achieved acceptable implant position the handle knob of the instrument could not be turned to release the implant. The ring was depressed but the knob would not turn even with considerable force. Finally, applicator handle was dislodged but a small fragment of the t-pal implant broke off. Surgeon left the implant in place at the l5-s1 disc level and the small fragment was retrieved and disposed of by the hospital. Surgery was completed successfully. A twenty minute surgical delay occurred due to the reported event. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Corrected data: the comment in additional narrative of the initial medwatch (B)(4) incorrectly stated the subject device had been received. This device has not been received nor is it expected to be received for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.